Event description:
I have used nuance hearing glasses for approximately 8 months. I developed a sore, red bump above my right ear, just into the hair line. I noticed the sore becoming more painful and inflamed when wearing the glasses, and the soreness subsided after not wearing the glasses 1-2 weeks. The bluetooth and electronics for this device are embedded in the right bow of the glasses. That sore red bump turned out to be a pre-cancerous lesion which I had frozen off today, (B)(6) 2025. These glasses were made available otc by the FDA. I suspect (emf-electromagnetic fields) causation for that pre-cancerous lesion.